Event description:
I had the essure procedure done on (B)(6) 2013. About 8 months later, I've experienced severe lower abdominal and pelvic pain, to the point that I couldn't even stand up straight. I had gone to the ER and several ob doctor visits. Some days they are so severe I have to miss work. Pain comes and goes, so far my ob doctor and my family doctor can't give me an answer, but I've always been healthy, never been hospitalized for anything, other than giving birth.